Manufacturer narrative:
During follow up with the field service engineer (fse), it was reported that there was no fault found, and the issue was caused by improper use from the medical staff.

Manufacturer narrative:
The field service engineer (fse) went on site and confirmed the reported problem (can not boot). It was reported that the unit was unable to start after being powered on. The fse checked the power supply; the fse also tested and inspected the data. A soundcheck was also performed, and the device passed. It was reported that the unit was returned to full functionality, with no parts reported to have been replaced. No repair was reported.

Event description:
It was reported that the unit could not start up. The device was not in patient use at the time of the event. No patient or user harm was reported.

Manufacturer narrative:
Reporting institution name - (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).